Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there it is unknown if a temporal relationship between the adverse event of the cardiac arrest and the liberty cycler exists. Additional information related to the cardiac arrest, resuscitation efforts and subsequent hospital course is needed to determine any potential causality. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s contact on an unrelated event revealed that the patient was hospitalized on (B)(6) 2018 to present date as the result of a cardiac arrest. Upon follow up the patient¿s pd nurse stated the patient has remained unconscious since their admission to the hospital. The pd nurse stated the patient had a computerized tomography (CT) scan which was negative (location unknown). It is unknown if the patient was connected to the cycler when the cardiac arrest occurred. Additional information was solicited but unavailable.